Event description:
It was reported that the coil was fractured. The target lesion was located in the gastroduodenal artery. A 4mm x 8cm interlock coil was selected for use. The device was hydrated intermittently. During the procedure, it was noted that the device was fractured in the microcatheter. The physician was able to pull the pusher back and removed it completely. The procedure was completed with a different model. No patient complications were reported.

Event description:
It was reported that the coil was fractured. The target lesion was located in the gastroduodenal artery. A 4mm x 8cm interlock coil was selected for use. The device was hydrated intermittently. During the procedure, it was noted that the device was fractured in the microcatheter. The physician was able to pull the pusher back and removed it completely. The procedure was completed with a different model. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. Only the pusher wire and the introducer sheath were returned for this complaint. The main coil was not returned. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected, and no anomalies were noted. The pusher wire was inspected, and it was found kinked and stretched. No more damages were found in the returned device. Microscopic inspection was performed on the pusher wire. The proximal end has a smooth surface. The interlocking arm was detached. Dimensional inspection on the pusher wire revealed that the mid solder joint o.d. (Outer diameter), distal tfe o.d. And proximal tfe o.d. Were within specification.